Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported occlusion is listed in the instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that during the index stenting procedure (B)(6) 2010, of the concentric, heavily calcified, 90% stenosed, de novo, right coronary artery, the 2.75 x 23 mm xience v was deployed; however, a small branch was occluded due to stent jailing. There was no intervention or treatment performed for the occlusion. Post stenting intravascular ultrasound (ivus) showed good stent apposition, and the stent fully expanded. There was no reported patient sequela. No additional information was provided.